Event description:
It was reported, the defibrillator picked up short interval counts and oversensing. The physician suspects the device is experiencing electromagnetic interference. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). Performance data collected from the device was analyzed revealing interference/noise, with ventricular short interval count v-sic=7.1 counts avg/day, in 26.73 days, between 27-apr-2011 16:22:32 and 24-may-2011 09:54:30.